Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. There was a failure in the sr manager while trying to boot up the igs. The computer was replaced and the system passed the system checkout. The system was found to be fully functional. The computer was returned to the manufacturer for analysis. Analysis found that during initial power up the computer was displaying a "disk boot failure". The computer hard drive was making a clicking noise. The computer had a bad hard drive. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
It was reported outside of procedure that when starting up the system, the igs display stops in the sr manager. The computer is "down".